Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 01-feb-2024, it was reported that the patient faced that the infusion set blockage was likely at the site. The patient changed supplies as necessary and resumed insulin therapy. No further information available.